Event description:
The pda was initially sized between 4-5mm. Given the only slightly elevated pulmonary artery pressure the duct was not felt to be greater than 5mm but the ampulla was large. An 8/6mm amplatzer duct occluder (ado) was deployed but pulled through initially. On the second attempt the 8/6mm ado appeared stable with gentle stability testing but on release, immediately embolized to the left pulmonary artery. The ado was retrieved with a 10mm snare and a 12/10mm ado was successfully deployed. A final lateral angiogram was performed after 5 minutes and showed only a trivial residual leak through the ado.

Manufacturer narrative:
The 8/6mm ado was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 6f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.